Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) was questioning if there was left ventricular (lv) lead loss of capture (loc). Technical services (ts) reviewed noting there was an unsuccessful threshold test possibly due to oversensing. When connected to a surface electrocardiogram the lv lead was capturing. Threshold measurements were high since implant and programmed higher upon interrogation. Ts noted the lv complexes were noisy when compared to the previous presenting electrogram (egm). The lv pace impedance measurements have gradually increased, remaining within normal range. Ts discussed with the hcp, the clinical decision to optimize programming, to consider turning off lv sensing and obtain a chest x ray for possible lv lead dislodgement. This lv lead remains in service. No adverse patient effects were reported.